Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had resistance inserting the sheath. It was further reported that the balloon allegedly had a hole and the contrast leaked out before it was fully inflated during the initial inflation. Reportedly, the sheath was allegedly stuck upon retrieval and there was significant resistance. The procedure was completed using another balloon. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 02/2027). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one access catheter was returned for evaluation. No specific anomalies were noted during the visual evaluation. On the functional testing, the returned catheter was inflated with an in-house presto device and upon inflation the device leaks from the balloon. Upon microscopic observations, a longitudinal rupture was noted in the balloon. No other functional testing was performed. As the microscopic observations confirmed, the longitudinal balloon rupture and no further testing couldn¿t be performed due to device conditions. The investigation was confirmed for the reported balloon rupture and the investigation remains inconclusive for the reported sheath insertion failure and removal difficulties. A definitive root cause for the reported balloon rupture and sheath insertion failure and removal difficulties could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 02/2027), g3. H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly had resistance inserting the sheath. It was further reported that the balloon allegedly had a hole and the contrast leaked out before it was fully inflated during the initial inflation. Reportedly, the sheath was allegedly stuck upon retrieval and there was significant resistance. The procedure was completed using another balloon. There was no reported patient injury.